Event description:
The anesthesiologist was ready to administer oxygen to patient in preparation of a caesarian section and an oxygen internal rubber tubing on the anesthesia machine blew open to create a hissing sound. Patient was quickly transferred to a different operating room where the c-section was performed successfully.